Manufacturer narrative:
Final analysis found burn marks and burnt components on the printed circuit board on the ac power adapter and burnt components on the printed circuit board of the transmitter, which contributed to the field complaint of power up anomaly.

Event description:
It was reported by the patient that the external transmitter failed to power up. Burn marks were noted on the ac adapter power prongs.